Event description:
The user facility reported while a patient was on the 5085 srt table the hand control remote and the auxilliary switches failed to appropriately work. The patient was transferred to another table resulting in a procedural delay. The procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
Investigation of this event is currently in process; a follow-up report will be submitted when additional information is available.

Manufacturer narrative:
On (B)(6) 2013, steris (B)(4) inspected the 5085 srt table and found the cable harness p3 (remote cable to controller board) partially disconnected to the contact pin. The partial disconnection of p3 caused the hand control remote to work intermittently. The table is being repaired. This is an isolated occurrence as no other issues of this type have been reported.